Manufacturer narrative:
(B)(4). The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to a deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that after deployment the physician did not lock the device per instructions for use resulting in interaction with the anatomy and/or other devices; thus resulting in the reported tip separation. The treatment appears to be related to the operational context of the procedure as the separated tip was removed via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right superficial femoral artery. The 6.5 x 60mm supera self-expanding stent system (sess) was advanced and deployed without issue. However, after deployment the physician did not lock the device per instructions for use and during removal of the delivery system under fluoroscopy the tip separated. The separated tip was removed via snare. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information.